Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported during the previous ipg replacement surgery (reference MFR report#1627487-2015-26512) impedance values were noted high on mulitple lead contacts. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. Both leads were explanted and replaced with new models during the procedure which resolved the issue.